Manufacturer narrative:
Unit received with unresponsive buttons due to corroded keypad traces. No button error alarm noted. Unit received with cracked case on display window corners, scratched lcd window, cracked reservoir tube, broken reservoir tube lip, broken battery tube threads, and missing end capsticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 3.7 mmol/l. Troubleshooting was not able to resolve the issue. The device was returned for analysis.